Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was experiencing pain at the cervical ipg site. As a result, the physician re-positioned the ipg to be placed lower on (B)(6) 2021. Surgical intervention resolved the issue.